Event description:
The manufacturer received information alleging a trilogy evo service required alarm occurred. The device was not in use on a patient at the time of the occurrence. The trilogy evo was returned to the manufacturer, and the customers complaint was confirmed. During the evaluation it was noted that error codes were recorded in the device indicating the internal or detachable battery is not charging. In conclusion, the device's detachable battery system board and detachable battery harness were replaced to address the issue. The root cause is confirmed at this time. The pm assessment results show that the batteries did not need replacement.   Additionally, during the service of the device, corrosion and contamination of the blower and machine flow sensor by water penetration was confirmed therefore, the blower assembly and machine flow sensor were replaced to address the issues.  The in-line filter and prox were contaminated with foreign matters and therefore were replaced. The following were replaced due to preventive maintenance: air inlet foam filter and muffler assembly. The technician confirmed the fio2 sensor in device failed in fio2 test in the diagnostic test unrelated to the reportable malfunction/issue. The device passed all final testing.